Manufacturer narrative:
(B)(4).

Event description:
It was reported that incomplete package seal occurred. During preparation of a 300cm, 8cm poly tip v-18¿ control wire¿, it was found that one side of the aseptic packaging was not sealed. The device was not used in the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original box, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device returned outside its box, with a clip torque inside its package. Within the device was also returned the original box which contain inside the original pouch. The bottom end of the received pouch was completely opened; this section of the pouch did not show evidence of sealed marks. The other three sides of the pouch look normal, the seals were in good condition. The pouch was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that incomplete package seal occurred. During preparation of a 300cm, 8cm poly tip v-18 control wire, it was found that one side of the aseptic packaging was not sealed. The device was not used in the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.